Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0232838. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced a plunger that was loose/fell out/separated. The following information was provided by the initial reporter: material no:328418. Batch no:0232838. Consumer reported that the plunger rod is loose. Consumer stated that when she tries to draw the insulin the plunger rod goes back and the insulin spills back into the vial.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced a plunger that was loose/fell out/separated. The following information was provided by the initial reporter: material no:328418 batch no:0232838. Consumer reported that the plunger rod is loose. Consumer stated that when she tries to draw the insulin the plunger rod goes back and the insulin spills back into the vial.